Event description:
Customer reported to beckman coulter, inc (bec) that there was a leak in the area below the main pipettor of the access 2 immunoassay system (access 2). Customer reported that the access 2 gave wash arm motion error, wash carousel motion error, and reaction vessel cleanout error. Customer reported that the leak was contained within the instrument there was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the cause of the leak was a faulty vacuum solenoid valve for the wash tower for the pipettor. The fse replaced the valve.

Manufacturer narrative:
(B)(4).